Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm after he changed his infusion set. His blood glucose level was 360 mg/dl. The customer treated his high blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.